Manufacturer narrative:
Follow-up #2: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump black box showed 9 call service 064 alarms occurring related to high force occlusion durin prime on (B)(6) 2015. The pump deliveries never resumed after the issue occurred. The total daily dose history was found to correctly reflect the programmed basal rates. During testing, the pump performed the rewind, load and prime and was exercised for 24 hours without issues. A delivery accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no damage or defects were found to the pump¿s motor assembly or circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 17 mmol/l with nausea, drowsiness, and thirst associated with multiple call service 064 alarms during the prime step. The reporter indicated that replacing the tubing and cartridge did not resolve the alarm. This report is made based on the allegation that the patient experienced hyperglycemia associated with a call service 064 alarm issue.

Manufacturer narrative:
Follow up #1 correction: conclusion code.